Manufacturer narrative:
Argus case: (B)(4).

Event description:
The patient(s) asked what will happen if accidentally ate it, because would eat a little when it is used on the dentures [accidental device ingestion]. Case description: this case was reported by a dentist via call center representative and described the occurrence of accidental device ingestion in unknown number of patients who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number unk, expiry date unknown) for denture wearer. Co-suspect products included denture cleanser (polident denture cleanser) tablet (batch number unk, expiry date unknown) for denture wearer. On an unknown date, the patient started polident denture adhesive cream and polident denture cleanser. On an unknown date, an unknown time after starting polident denture adhesive cream and polident denture cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant) and wrong technique in product usage process. The action taken with polident denture adhesive cream was unknown. The action taken with polident denture cleanser was unknown. On an unknown date, the outcome of the accidental device ingestion and wrong technique in product usage process were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture adhesive cream and polident denture cleanser. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information received via call center representative on 07 jul 2021. The dentist stated that, "another thing is to say about your adhesive cream. The patient(s) asked what will happen if accidentally ate it, because would eat a little when it is used on the dentures. Our side is dentistry, we make a lot of dentures, and now more and more people can't put on dentures, so (we) would encourage patients to use adhesive cream. The biggest worry for patients is whether eating the adhesive cream would cause poisoning, using it daily for long-term, some patients would say that it would not stick, would it cause poisoning. We just told the patients it would not, so we wanted to ask clearly today. I saw that your polident denture cleanser tablet (packaging) said to soak for five minutes. The patient /patients' habit is to soak it at night and then rinse it out in the morning and wear, is this okay? So it's okay to soak it for the whole night, right? Then you said (use) warm water that is 40°, but the patient(s) use normal temperature water, is this okay?"